Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager lock failed and was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4 kept blank, since serial number not available. Upon investigation of the actual device used in this incident, it was determined that the e lock had failed and was unable to open. A field service engineer (fse) replaced the latch, wiring harness, and controller card to resolve the issue. The system functioned as intended after the field service engineer repaired the device.